Manufacturer narrative:
Pump was received with unresponsive buttons. Unable to perform self test due to unresponsive buttons. Test p-cap locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found evidence of physical damage on the keypad flex connecting cable. The following were also noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, and pillowing keypad overlay. Unresponsive buttons and no current code/category were confirmed during testing due to a crack on the keypad flex connecting cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the insulin pump buttons were not working and did not respond when pressed. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and it was found that none of the buttons responded while the time display continued to advance, and the issue was not related to altitude changes. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.